Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high capture threshold. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.